Event description:
A doctor reported a complaint regarding monofocal intraocular lenses (iols) that exhibit an issue at the top edge of the optic. That the material appears to be adherent to the iol optic and resembles cortex, but it is not a scratch. While it can be removed with irrigation aspiration (ia), it is sometimes difficult to do so. The doctor mentioned that he encounters this issue in approximately 1 out of every 50 to 75 cases, and he observed it more frequently last year. The doctor indicated that this issue is not preventing him to implant the lens, its just that he has to go through the trouble of removing the material off of the lens. It was confirmed that the doctor was able to completely remove the foreign substance from the patient's eye, the lens remains implanted to date, the patient outcome is good and no patient issues or complications related to this issue reported. The delivery device or foreign substance are not available for return after the doctor removed the material during surgery with the I/a handpiece. No further information was provided. This emdr report is three (3) out three (3). Two separate reports have been submitted for the other incidents.

Manufacturer narrative:
Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior feb 13, 2025. Section d4: catalog#: a complete catalog# is unknown, as product serial number was not provided. Section d4: expiration date: unknown as product serial number was not provided. Section d4: UDI#: unknown as product serial number was not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3 (no): the device was not returned for evaluation as the lens remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as product serial number was not provided. Attempts wer made to obtain missing information; however, the information has not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.